Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark in the valve casing was noted, as well as some damage to the cam mechanism. Corrosion was noted around the stator. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3113, with lot ckgb31, conformed to the specifications when released to stock on the 11th september 2009. The root cause of the corrosion could not be clearly determined. The root cause of the damage cam mechanism and bump mark are probably due to the valve receiving a hard knock. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6) boy with congenital hydrocephalus on (B)(6) 2011. The initial setting pressure was 100mmh2o. On (B)(6) 2016, the patient visited the hospital due to headache and ventricular enlargement was noted. The surgeon tried to change the setting from 170mmh2o to 100mmh2o, but it could not be changed despite several attempts. The surgeon suspected the valve breakage through images and replaced the device with (B)(4) at 100mmh2o on (B)(6) 2016. After the valve was removed, the cam was confirmed to be dislodged. The surgeon suspects some external pressure may have affected the device. The patient is currently being monitored.